Manufacturer narrative:
The device will be evaluated and a follow up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the mps delivery set. The report states that during a procedure, a pin hole sized blood leak was seen from the delivery set. The patient was put on bypass to change out the delivery set.

Manufacturer narrative:
The device was evaluated and the reported complaint condition was confirmed. During investigation, the device showed leakage near the blood inlet of the cassette. The root cause of the leakage is unknown. During the manufacturing process, all cassettes are 100% visually and functionally tested to verify there are no leaks. The manufacturing process was reviewed and confirmed to be functioning within validated parameters. All components in the device are assembled and 100% visually inspected by online operators per internal manufacturing procedure. In addition, the mps console performs a leak check during diagnostic start-up activities after the mps delivery set has been installed. If a leaking condition exists,the diagnostic check on the console would identify that leaking condition during priming and start-up activities prior to clinical use. The root cause of the reported complaint condition is unknown. Quest will continue to monitor complaint trends for the reported complaint condition.